Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and found collet in row 11 stuck. Fse cleaned the collet, installed a new tip clamp, plunger clamp and lld spring in row 11. The instrument was tested without further problem and was returned to expected operation.